Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2019 as no event date was reported. (B)(4). Investigation result: a visual examination of the returned complaint device revealed that the balloon and the catheter of the device did not have any visual defects. Functional evaluation was performed and the balloon was inflated without problem; however, it did not hold the pressure due to a pinhole in the body of the balloon. This failure is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used during an esophageal dilation procedure performed on an unknown date. According to the complainant, during the procedure, it was noted that the balloon would not inflate correctly. There were no patient complications reported as a result of this event. Investigation results revealed that the balloon found a pinhole; therefore, this is now an MDR reportable event.